Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent.

Event description:
Device received from (B)(6) stating that the cutter fractured during surgery. It is known that no patient injury had occurred. It is unknown if user injury or medical intervention occured. There is no additional information available.